Event description:
It was reported that the patient was found unresponsive at home with the left ventricular assist device (lvad) alarming. The patient was hospitalized, intubated and sedated. The log files for the patient were provided. The log file captured a no external power alarm on (B)(6) 2022 at 13:57. The lvad was connected to batteries at the time, but the batteries were depleted of power. The pump was functioning again after a fully charged battery was installed on (B)(6) 2022 at 15:02 with no issues.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
Related manufacturer reference number: 2916596-2022-14353.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate ii left ventricular assist system (lvas), serial number (B)(6), and the reported event could not be conclusively established through this evaluation. The submitted log file contained data from 06sep2022 through 29sep2022. The pump appeared to function as intended and operated at or above the low speed limit for the duration of the file. Multiple attempts were made to obtain additional information regarding the event; however no further information was provided. The patient remains ongoing on heartmate ii lvas, serial number (B)(6), with no further issues reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 23dec2016. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU), rev. C, is currently available. Section 1, ¿introduction¿, lists the potential adverse events that may be associated with the use of heartmate ii lvas. Section 6, ¿patient care and management¿ states that complaints of dizziness should prompt immediate evaluation of the patient and the system. No further information was provided. The manufacturer is closing the file on this event.